Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump basal rate settings were erased from the pump after performing a pump update. Customer's blood glucose level was not impacted. Tandem technical support guided the customer through entering in the pump basal rates.